Event description:
N/a.

Manufacturer narrative:
The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of the pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Fails pim leak test with leak differential pressure at 185mmhg. Confirmed the failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during use on the patient the cardiosave intra-aortic balloon pump (iabp) unit had gas loss alarm. There were no patient harm/injury reported.

Manufacturer narrative:
Updated fields: b4,d9,g1,g3,g6,h2,h3,h6(type of investigation, investigation findings,investigation conclusion), h11 a getinge field service engineer (fse) evaluated the unit onsite, left unit running for several minutes and did not receive said alarm. When performing the all manifolds test it was found that the pim leak test failed. Replaced the pneumatic module assembly and retested the unit and no failures occurred. Verified unit, calibrated and passes all functional and safety tests per factory specifications, returned to customer for clinical use.

Event description:
N/a